Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned unit. The reported deployment difficulty, thumb wheel resistance and resistance with the guide wire were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. It should be noted that the absolute pro self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the IFU states: ¿use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ in this event, use of an 0.018¿ likely contributed to the difficulties encountered during use. The investigation determined that the reported difficulties were likely the result of using an undersized guide wire with the absolute pro device. It is likely that inadequate support for the shaft due to use of an undersized guide wire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumb wheel to lock up resulting in deployment failure. The chatter marks (series of kinks) noted on the distal sheath and stent holder are consistent with the sheath being bent over a tight radius with insufficient guide wire support. Additional attempts to rotate the thumb wheel against resistance may have caused the noted tear to the outer member. The resistance encountered removing from the guide wire was likely due to the chatter marks noted to the distal sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was resistance with the thumb wheel of the 6.0x80 mm absolulte pro self expanding stent (ses) and the device failed to deploy at the thrombotic, slightly dissected lesion in the superficial femoral artery (sfa). There was some resistance with the .018" guide wire during removal, which caused the stent to partially deploy when it was outside of the anatomy. A 7.0x60 mm absolute pro stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.